Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced events of kinked cannula on (B)(6) 2025. The blood glucose level of the patient was 635 mg/dl and had high ketones which the healthcare professionals identified as dangerous or life threatening. The blood glucose was treated by bolused via the pump. Therefore, the patient went to the emergency room and was subsequently hospitalized on (B)(6) 2025. Further, the patient was transferred to the intensive care unit. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication intravenously as corrective treatment which resolved the issue. On (B)(6) 2025, the patient was released from the hospital with no permanent damage. Moreover, symptoms were noticed within 3 hours of insertion and site was abdomen. The customer changed soft cannula infusion set only and resumed insulin. Also, the infusion set was in use for less than seventy-two hours. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.